Event description:
It was reported that a female patient underwent breast augmentation procedure with a 375cc mentor smooth round moderate plus profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with similar mentor prosthesis on (B)(6), 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 20, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received and no confirmation regarding the sides after multiple follow-ups, the following information has been updated on this form: - field d4 for lot number has been updated to "7678226". - impacted side has been updated from "left" to "b" until additional information or clarification is received. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 7, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 375cc breast implant. Leak testing was performed, in accordance with mentor procedure, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). Investigation summary according to the information received, the patient experienced deflation in the sm mpps dv 375cc breast implant. The product was returned to mentor for evaluation. Device history lot device history batch null device history review a manufacturing record evaluation was performed for the finished device 7678226 number, and no non-conformances were identified. Manufacturing date: jan/07/2019 expiration date: jan/06/2023